Event description:
A surgeon contacted edwards regarding a patient who underwent aortic valve replacement earlier in the week, and now developed elevated gradient of 30 mmhg. The surgeon requested additional information regarding elevated gradients in the early post operative period after avr. Additional information has been requested from the healthcare provider, but not yet provided.

Event description:
Additional update from the surgeon indicates the high gradient reading initially reported for this device was erroneous. Device is functioning properly.

Manufacturer narrative:
Additional manufacturer narrative: the serial number has not been provided or traced, therefore, the device history record review cannot be completed at this time. The device will not be returned, as it remains implanted in the patient. Per edwards' multiple follow-up attempts, last response from the healthcare provider indicates that no intervention has yet taken place. Additional attempts to obtain patient details, medical history, operative report, tests results...etc were unsuccessful at this time. Therefore, the likely root cause of this event could not be investigated further. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
As indicated by the surgeon, the initial high gradient reading was erroneous. The device continues to function as intended and patient is doing ok. No additional investigation is needed.